Event description:
On (B)(6) 2025, the caregiver reported that the user¿s ilet touchscreen was cracked after the patient fell down the stairs. The touchscreen was no longer usable. The user was not injured and had backup therapy available; the blood glucose was no affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.